Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. The programming was accurate in the pump. Disconnected at quick release and programmed a fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump did not alarm within specifications. High pressure test was repeated and pump did not pass.